Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis confirmed the low battery voltage. When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed no detectable lithium-plating inside the case or inside the headspace insulator. Based on the destructive analysis, no evidence of an internal short was found to account for premature device depletion upon reaching rrt (recommended replacement time). Visual inspection found the separators, insulators and all welds intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was initially not returned for analysis. However, performance data collected from the device was received and analyzed..analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. Rapid battery voltage drop present from (B)(6) 2017.

Event description:
It was reported that the device battery longevity dropped quickly. The device was non-prophylactically explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.